Manufacturer narrative:
H10. D10. Concomitants - product information: 978198 200-03-29 - one peg patella 29mm; 1724191 02-010-01-0220 - logic femoral ps cem left sz 2; 1777609 02-012-39-2020 - logic tibia fin tray cem sz 2f/2t; aa3943 13a2101 - cemex system fast genta 70g pending investigation. There is no other information available.

Event description:
It was reported via legal documentation that a patient had a left knee arthroplasty on (B)(6) 2010, and then experienced a revision surgical procedure on (B)(6) 2022, approximately 11 years, 9 months after initial implant. There was no other patient/medical information provided. No x-rays or images were provided. The device will not be returned. There is no other information available.

Manufacturer narrative:
H6: corrected the following: health effect - clinical code, component code, type of investigation, investigation findings, investigation conclusions. The reason for the revision reported in (B)(4) cannot be confirmed from the information provided but may be the result of prosthesis wear or due to inclusion of the polyethylene in the packaging recall. Additionally, the devices were implanted for over ten years prior to the reported failure(s). However, the reported prosthesis wear could not be confirmed and potential contributions of user or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and no images, radiographs, or relevant clinical information was provided.